Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
This complaint record has been created as part of a retrospective review of emergency support program (esp) calls. User called into emergency support program (esp) line during cs300 intra aortic balloon pump therapy, to request assistance with a leak in iab circuit alarm. She stated the patient had an episode of their heart rate being in the 160s, and the alarm occurred a short time after the patient returned to sinus rhythm in the 70s. The esp personnel verified there was no blood or discoloration in the helium tubing and discussed the proper way to troubleshoot this alarm to check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. User and esp personnel reviewed the nature of this alarm and different clinical possibilities. The patient hr was most likely the cause of the alarm. The call was ended. No harm or injury reported.